Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was >6.0 inr at 8:14 am. The second meter result was >6.0 inr 9:01 am. The laboratory result 3.9 inr at 10:15 am. Her warfarin dose was withheld based on the laboratory result. The customer¿s therapeutic range is 2.5-3.5 inr.